Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. A 12-month review of complaint and trending data for the sample probe found no other injury related complaints or trends. The architect system operations manual informs the user of operational precautions and limitations, hazards, safety information, the use of personal protective equipment (ppe), and proper handling of probes and other sharps, which should be disposed of in appropriately labeled, puncture-resistant, and leak-proof containers. A malfunction was not identified. Based on the information within the complaint record, the probe stick injury was due to a use error in that the customer discarded the sample probe into a biohazard bag instead of a puncture-resistant and leak-proof container. A deficiency was not identified.

Event description:
The customer reported that on (B)(6) 2017 another lab tech got stuck by a sample probe while she was tying the biohazard garbage bag. The sample probe was replaced last week and the tech at that time placed it in the biohazard garbage bag instead of the seal container. The tech washed the injury then went to the ER where she was drawn to be tested for hbsab, hbcab, and hiv. The non-pregnant tech had a follow-up appt on (B)(6) 2017 where she was given one hb vaccine and one hbig (immunoglobulin) shot.